Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A hemodialysis (hd) clinic nurse reported that that immediately after the initiation of the patient¿s hemodialysis (hd) treatment, the machine alarmed blood leak. The blood leak was confirmed visually and with test strips. The blood was not return to the patient, setup was changed, and treatment was resumed. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The fresenius bloodlines (combi set) were used during treatment. The bloodline information was not provided. There was no physical damage or defect to the dialyzer. The patient¿s estimated blood loss was 250ml. The patient hemoglobin dropped from 10.9 to 10.4. The patient was able to complete treatment on a new machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The dialyzer was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic nurse reported that immediately after the initiation of the patient¿s hemodialysis (hd) treatment, the machine alarmed blood leak. The blood leak was confirmed visually and with test strips. The blood was not return to the patient, setup was changed, and treatment was resumed. Additional information was requested, however to date not provided.